Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and heavily calcified lesion in the ostio-proximal left anterior descending artery. Following pre-dilatation, a 2.75x33mm xience prime stent delivery system (sds) failed to cross due to resistance with the anatomy and the proximal shaft separated. The separated shaft was simply withdrawn. The patient was successfully treated with medical management. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3 - it was initially reported that the device would not be returning for analysis; however the device was returned for evaluation. H6: type of investigation code 4115 removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3 it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.